Manufacturer narrative:
Alleged failure: black rings out of color for the length marking on the tip of the device flake off and remained in the knee of the patient. The failure identified in the investigation is consistent with the complaint record. The probable root causes could be: manufacturing issue or excessive force applied on system. (B)(4). The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. The device manufacturer date is not known.

Event description:
It was reported that material was left in the patient.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports. (B)(4).

Event description:
It was reported that material was left in the patient.